Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer was able to rewind insulin pump but continued to receive the motor error alarm. Customer's blood glucose was 270 mg/dl. Customer would call back to troubleshoot.